Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope, tested positive for an unexpected contamination. The issue was found during regular culture testing of the scope. Sampling was taken at reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional details regarding the reported event were requested. However, no additional information was provided by the customer.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user however, when reprocessed and re-culture tested the customer reported the device was free of microorganisms. The results of the third-party testing were not provided by the customer. The device was not returned to olympus for investigation. Therefore, olympus could not conduct an inspection or perform culture testing. The following is included in the device instructions for use (IFU): an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.